Event description:
This patient had bilateral breast augmentation over 15 years ago/in another facility. She quickly developed bilateral breast scar contractures and until recently she had not wanted to undergo another surgery. In the last two years she has had multiple symptoms including general malaise, joint pain and headaches. About one month ago she developed a lump on the outer aspect of the breast and this was biopsied aand found to be silicone granuloma. The left capsule was seperated and found tobe ruptured. Bleeders were controlled by electrocoagulation. Two seperate masses were found on the outer aspect of the right side. This implant was also found to be ruptured. The contents of both implants were given to the family. Mentor saline filled implants were insertedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.